Event description:
Plaintiff was employed as an ER/emt tech who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering various symptoms and developing a latex allergy.